Event description:
It was reported that the health care professional (hcp) had a question regarding this implantable cardioverter defibrillator (ICD)'s programming. Technical services (ts) explained the programming settings. Ts also noted that the right atrial (ra) lead channel exhibited high out of range impedance and oversensing of noisy signals that resulted in a false atrial tachy response (atr) episode. The noisy signals were also present on the shock channel. Ts recommended evaluation of the ra lead. The device remains in use. No adverse patient effects were reported.